Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast swelling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a non-hispanic female patient who underwent a primary breast reconstruction procedure with an unspecified mentor smooth saline breast prosthesis developed a fluid build up in her right breast. The patient reported that she believes that the swelling in her right breast was due to a dental cleaning. In addition, the patient reported that she had pain up her spinal cord and that a doctor noticed a hematoma. As a result, the patient underwent explantation with no replacement breast prosthesis in (B)(6) 2019.